Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to charge. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.